Manufacturer narrative:
H3,h6: the reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during the surgery when the second shot was being performed, the button is not fixed as it should be¿. An exact root cause cannot be determined with confidence. Per the device IFU 10600499 under warnings ¿do not bend the delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery when the second shot was being performed, the button is not fixed as it should be. No patient injuries or delay reported. Although no backup device is reported, there is no information that reasonably suggests a procedure cancellation, change in surgical technique nor use of competitor device occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.